Event description:
As reported to coloplast, though not verified, between (B)(6) 2015 - (B)(6) 2015: recurrent uti, dysuria, urgency, microscopic hematuria. Claimant had sling evaluated over 2 years prior with cysto and no erosion was seen then ¿ a small stone at ureteral orifice was identified. Ua positive for blood. CT of abdomen and pelvis for recurrent uti¿s and hematuria x 6 months. 5 mm left renal calculus identified. Recurrent uti, bilateral cva tenderness, hematuria, low back pain. Recurrent uti, cystitis cystica seen on cystourethroscopy as well as urethral stenosis that was dilated to 20 f and will treat with bactrim for 3 months. No mesh erosion found. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.